Event description:
It was learned that a 25mm 3300tfx aortic valve implanted for 1 year and 2 months, was explanted due to prophylactic purposes to repair an aortic root aneurysm and aortic root dissection. Replacement of the aortic root with coronary reconstruction using a 25mm 11500a aortic valve inside a 28mm valsalva graft was performed. Per medical records, the ascending graft was transected proximal to the cross-clamp and opened longitudinally down to the stj. A dissection in the left sinus below the left coronary artery was observed. The left coronary ostium was widely patent. The aortic valve bioprosthesis was in good condition without evidence of dysfunction. The left main coronary button was cut out. The dissection flap went up to the left main coronary ostium. The right main coronary button was also cut out and mobilized. The annulus was sized to a 25mm 11500a pericardial valve using the magna ease sizers. The valve was sutured to the 28mm valsalva graft using running mattress suture. Seventeen pledgeted sutures were placed around the aortic valve annulus with pledgets on the aortic side. The valve conduit was seated on the lvot and sutures tied. The left main coronary button anastomosis was performed. The aortic root graft was measured to the remnant of the ascending graft. The distal aortic graft-to-graft anastomosis was performed using sutures. The right main coronary button anastomosis was performed. Retrograde cardioplegia was administered and the cross-clamp was removed. The heart began to fibrillate and was cardioverted several times and eventually it went into what appeared to be a slow sinus rhythm. The patient was weaned from cardiopulmonary bypass without difficulty. The patient tolerated the procedure well. There were no complications. The patient was taken to the cv ccu in stable condition. The patient's postop course was uneventful and she was deemed stable for discharge to home on pod #4.

Manufacturer narrative:
Additional manufacturer narrative: on occasion rings or valves may be explanted with no evidence of malfunction and are otherwise performing as intended. For example, a patient may undergo open-heart surgery for an unrelated reason. If an indwelling ring or valve has been present for many years, the surgeon may elect to replace it during an unrelated cardiac surgery. In addition, there may be cases in which there is intra or post-operative bleeding related to the procedure and not directly related to the valve. In these cases, the valve may require removal to facilitate repair of the injury. In this case, the valve was explanted to repair an aortic root aneurysm and aortic root dissection. There was no allegation of device malfunction. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. Corrected data: updated section event, other relevant history.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the redo-avr is unknown, there has been no allegation of product malfunction contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. UDI #: (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 25mm 3300tfx aortic valve implanted for 1 year and 2 months, was explanted due to unknown reasons. The patient received a 25mm 11500a aortic valve replacement. No other details provided.